Event description:
See h11.

Manufacturer narrative:
The investigation of the returned stent system found the delivery system broken at the proximal end of the stent housing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken shaft, but the damage is consistent with the device experiencing forces exceeding the delivery system's tensile strength.

Event description:
It was reported that during stent implantation for an lcca stenosis, the distal part of the delivery system containing the stent detached from the delivery catheter while the stent was being pushed out of the catheter. The detached stent was pulled back and removed from the patient with no problem. The entire stent was removed. Another stent was implanted, and the case was completed. There was no patient injury nor surgical intervention. The patient is ok.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.